Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is unable to set the ipg to MRI mode due to invalid impedances. Surgical intervention took place wherein the system was explanted to address the issue.